Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during device follow up check, the device had reverted to original settings. It was also reported there were no battery voltage measurements and the device displayed anomalous impedance values. Device measurement lock up was determined. The ipg remains in use, and no patient complications have been reported as a result of this event.